Manufacturer narrative:
The referenced infection was reported on medwatch MFR report # 2916596-2017-01395. (B)(4). Approximate age of device - 1 year, 5 months. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient was seen in the clinic on (B)(6)2018 and again at the hospital on (B)(6) 2018 with hypovolemia. Blood cultures were performed along with general labs at the time of the visits and the patient was diagnosed with septic shock. Blood cultures were positive for staphylococcus aureus (oxacillin resistant). The patient had an elevated white blood count and low blood pressure and was treated with intravenous fluids, levophed and intravenous antibiotics. It was reported that the sepsis most likely originated from the driveline insertion site which has been infected since (B)(6) 2017. Multiple treatments for the driveline infection were attempted with little success. On (B)(6) 2018, the customer reported that the sepsis was treated and the patient was doing much better. The customer planned on performing a pump exchange in the near future. No additional information was provided.

Manufacturer narrative:
Device received date entered although the reported alarms were confirmed through evaluation of the submitted system controller log files, a specific cause could not be conclusively determined. Furthermore, a correlation between the device and the reported driveline infection and sepsis could not be conclusively determined through this evaluation. The pump was returned assembled with the driveline cut approximately 5 inches from the pump housing and two distal portions were returned measuring approximately 11 inches and 23 inches. The sealed inflow conduit was not returned. The sealed outflow graft conduit was returned attached to its respective pump port. Upon disassembly, visual inspection of the pump blood-contacting surfaces revealed no evidence of adhered depositions or thrombus formations. Examination of the pump bearings, rotor, and blood-contacting surfaces under a microscope did not reveal any anomalies related to wear or damage. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process. The pump operated as intended. Infections are listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. The patient remains ongoing on lvad support with the replacement device. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.

Event description:
Additional information: on (B)(6) 2018 a heartmate ii exchange took place due to driveline infection. All components were replaced except for the inflow conduit and the apical sewing ring.